Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that the patient required revision surgery due to a periprosthetic fracture of the humerus, located just above the tip of the implant.

Manufacturer narrative:
It was reported as, revision surgery: "prosthetic facture" the actual length of in-vivo for the item listed is unknown as the original surgery date was not provided or could be established. This investigation is limited in scope as only partial information was provided to djo surgical - austin for review. The revised item was not returned for examination and the item and or lot number was not provided. To adequately investigate this event, the part and lot number are necessary. If this information is submitted at a future date, this investigation will be re-evaluated.